Event description:
The caller reported that the cartridge leaked insulin at the cartridge tubing. There was no adverse impact to the customer's blood glucose level. The customer was able to change the cartridge and successfully resume insulin therapy, and the cartridge was set to be returned through an RMA process.